Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed by tandem technical support and there was a blockage in the cartridge. Customer reverted to an alternate method of insulin therapy. Customers blood glucose was 236 mg/dl.